Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device displayed error code 45986 during pre test¿ was verified upon viewing the event log. The probable cause was an intermittent issue on the main board. The main board was replaced along with a degraded downstream occlusion sensor assembly and scratched lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 45986 during pre-test. There was no patient involvement.